Event description:
It was reported that a physician used a large piece of veritas collagen matrix on a pt in a hernia colectomy case. The mesh ripped in the middle a few days after the procedure. No further info is available.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.